Manufacturer narrative:
H.6. Investigation summary: bd received [1] samples and [4] photos for investigation. Visual examination of the sample and photos was performed revealed embedded fm in the shield. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "brown dirt is adhered to the tube cap."

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "brown dirt is adhered to the tube cap."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.